Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin and the patient has been hospitalized 5 times in 2017 due to low blood glucose. On (B)(6) 2017, at an unknown time, the patient received a blood glucose result of 3 mmol/l on her aviva combo system. The patient experienced hypoglycemia and fainted. The patient's parents transported her to the hospital "in the night." At an unknown time, the patient received a blood glucose result of 1.5 mmol/l. The hospital treated the patient with glucagon. It is unknown how long the patient was hospitalized. The infusion device cannot be returned for legal and customs issues.